Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ 10ml syringe had silicone-like foreign matter within the fluid pathway. The following information was provided by the client: "syringes with ¿liquid/silicone¿ on the inside of the syringe after the stopper. It are small drops in some syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ 10ml syringe had silicone-like foreign matter within the fluid pathway. The following information was provided by the client: "syringes with ¿liquid/silicone¿ on the inside of the syringe after the stopper. It are small drops in some syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-03-01. H6: investigation summary: twenty loose 10ml syringes (p/n 301029) were received. The samples were visually evaluated. Each syringe was observed to have a slight liquid sheen present on the stopper. The observed material is most likely silicone lubricant used during the assembly process. The samples received contained the normal expected amount of silicone and were acceptable per product specification. Since the samples received did not display any defect and the expected amount of silicone lubricant was acceptable per product specification, no root cause establishment or corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd luer-lok¿ 10ml syringe had silicone-like foreign matter within the fluid pathway. The following information was provided by the client: "syringes with ¿liquid/silicone¿ on the inside of the syringe after the stopper. It are small drops in some syringes."